Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.

Manufacturer narrative:
Additional information received from the health care professional (hcp) at the patient's clinic reviewed the most recent remote interrogation. There was no indication of any alerts. The device was programmed to vvi pacing mode. Pacing impedance and shocking impedance measurements were within normal limits. There has not been any recent shock delivery. At this time, reasonable evidence does not suggest a device malfunction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.